Event description:
It was reported by service report that the custoer alleged that the brakes would not engage. Stryker technician could not duplicate the event and found the brakes to be operating to specifications.